Manufacturer narrative:
Initial.

Event description:
It was reported that while traveling away from home the user experienced continuous glucose monitoring (cgm) pairing and sensor failure, replaced the sensor with a new dexcom g7, and later received a fill cannula alert while using the ilet system, with a reported blood glucose of 320 mg/dl and subsequent high reading, indicating a usage problem and an improper or incorrect procedure rather than a device component malfunction. Symptoms include nausea, and concern for elevated ketones/diabetic ketoacidosis consistent with hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.